Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited increased pacing threshold measurements, resulting in loss of capture (loc). The pacing outputs were reprogrammed, but it was later reported that the loc on the lv lead caused worsening heart failure for this patient, requiring a left ventricular assist device (lvad) to be implanted. No additional adverse patient effects were reported.